Manufacturer narrative:
A cardioquip technician identified severe smoke damage within the device during a preventative maintenance procedure. During the investigation of the device, photos of tubing were sent to cardioquip epidemiology for investigation of potential bacterial contamination. Due to the smoke damage and brown discoloration of the tubing around the hose clamps indicating bacterial contamination, epidemiology recommended that the device receive an internal water pathway replacement. After the device had been returned to specification via an internal water pathway replacement, the device passed inspection and is fully functional.

Event description:
Cq tech reports that unit (B)(6) and refrigeration module 12160769 have failed due to severe smoke damage and depot repair is required.